Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. Should add'l info become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "incorrect label discovered during billing process. Catalog number is listed as tr7100-l and should be tr7100-r."